Event description:
According to the source, the pump indicated the total delivered was 20 cc when actually the syringe didn't move. The pump was programmed to deliver 60 cc of platelets over 2 hrs in volume over time mode. After one hr the nurse checked the pump and noted that nothing had infused. She also noted that the syringe was incorrectly loaded. The syringe was reloaded and the pump was checked after 30 mins. Still nothing had infused.